Event description:
Caller reported a malfunction on the pump, which caused customer's blood glucose level to exceed the standard threshold, although specific glucose levels were displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. After contacting technical support, the customer was given instructions to reset the pump and assisted in carrying out the reset. The malfunction did not recur after the reset, allowing continuation of pump use. Customer was instructed to call back if the issue appeared again and acknowledged the guidance provided.